Event description:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the o2 hose connected to the ventilator¿s o2 inlet was leaking. The ventilator was investigated on site by our field service engineer. According to information the issue was resolved by replacing the o2 gas supply hose. No root cause can be established for the reported issue.

Event description:
Manufacturer's ref. #: (B)(4).